Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have the curved blade broken at the base. A piece approximately 0.413" x 0.084" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage. A review of the provided image was performed. The following additional information was provided: a broken blade was noted on the harmonic ace. The probable root cause is attributed to use conditions. Broken blades result from damage during use while the instrument is activated. Blade damage may be detected by the generator with a solid tone or an error. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure.

Event description:
It was reported that during a da vinci-assisted pancreas and duodenum surgical procedure, an ultrasonic knife on the harmonic ace broke without friction. A self-inspection of the ultrasonic knife was performed before the surgery, and there was absolutely no instrument collision during the operation. A fragment fell into the patient, and it is unknown if the fragment was retrieved. The procedure was completed.